Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor stopped flowing during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the device was manufactured from june 13, 2019 - june 14, 2019. The device was received for evaluation. A visual inspection was performed, and there was no evidence observed of fluid coming out at the luer when the luer cap was removed. A microscopic visual inspection on the luer was also performed, and it was noted that the cause of the flow problem was air bubbles blocking the fluid path inside the lumen of the capillary glass. The reported condition was verified. The cause for the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.